Manufacturer narrative:
(B)(4). The device was returned for evaluation. Microscopic and tactile examination revealed a kink in the hypotube 17cm from the strain relief. Microscopic examination revealed a partial separation at the collar/proximal shaft location. Microscopic examination revealed a partial separation at the collar/proximal shaft location. The inner diameter (ID) of the guidezilla was measured and was within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Functional testing was attempted with a promus element plus but testing could not be completed due to the condition of the complaint device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01433. Reportable based on analysis completed on 12feb2016. It was reported that difficulty advancing stent through the guide extension catheter and guide extension catheter shaft kink occurred. The target lesion was located in a severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 145, 5-in-6 guidezilla guide extension catheter was used to help deliver a drug-eluting stent (des). When the physician attempted to advance the des for several times, it was noticed that the collar of the guidezilla guide extension catheter was kinked. The device was removed and replaced with another guidezilla guide extension catheter; however, there was still difficulty in delivering the des and the collar of the guidezilla guide extension catheter was also kinked. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a partial separation at the collar/shaft of the guidezilla guide extension catheter.